Manufacturer narrative:
The field service representative inspected the architect c16000 analyzer, sn (B)(6), and rebuilt the syringes, and replaced the bellows and poppet valves. No additional discrepant result issues have been reported since replacement of these parts. The reagent syringe seal tip #2, reagent syringe seal tip #1, and reagent syringe o-ring were determined to be the likely causes for the customer issue.an instrument service history review revealed no additional discrepant/erratic results. There were no service or complaint issues on or around the date the current complaint was initiated that may have contributed to this issue. A review of tracking and trending data for the reagent syringe seal tip #2, reagent syringe seal tip #1, and reagent syringe o-ring , did not identify any trends or systemic issues. Tracking and trending for clinical chemistry systems (architect c4000, c8000, and the c16000 systems) were reviewed and revealed no systemic issues or trends identified. The erratic result rates were reviewed and found to be below the upper control limit. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and provides adequate information, including troubleshooting and maintenance concerning erratic/ discrepant results. Based on the investigation, no systemic issue or deficiency was identified for the architect (B)(6) analyzer.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased results for two patient samples tested on the architect c16000 system. No adverse impact to patient management was reported. Sid (B)(6). Glucose initial results 53 and 51 mg/dl, repeat result 94 mg/dl. Sodium initial results <100 mmol/l, repeat result 151 mmol/l. Calcium initial results 5.9 and 5.8 mg/dl, repeat result 11.2 mg/dl. Sid (B)(6). Sodium initial result <100 mmol/l, repeat result 152 mmol/l. Potassium initial result 2.6 mmol/l, repeat result 4.5 mmol/l. Calcium initial result 5.7 mg/dl, repeat result 10.0 mg/dl.